Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device beeps and then displays an error, this error was caused by the hard drive. (B)(4): analysis found that the cable insulation is very twisted and functionally tested out of specification.

Event description:
It was reported that the programmer would not power on and would make a beeping sound. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported that the programmer would not power on and would make a beeping sound. The programmer was returned for repair. There was no patient involvement.